Event description:
Related manufacturer reference number: 3006705815-2023-06660. It was reported the patient is experiencing ineffective stimulation and pain the ipg site due to ipg placement. Surgical intervention may be pending to address both issues.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06660. It was reported patient underwent surgical intervention on (B)(6) 2023 to replace both ipg and lead. Therapy was restored post-op.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.